Manufacturer narrative:
Concomitant medical products: kdr701 ipg, implanted (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited lead failure with evidence of insulation breach along with external conductor breach leading to detachment of the ring electrode from the tip. It was also reported that the right atrial (ra) lead exhibited a performance issue. The leads were capped and replaced. No patient complications have been reported as a result of this event.